Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had migrated which caused the patient to experience inadequate stimulation. X-ray imaging was performed to confirm the device migration. The patient underwent a scs lead replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility. There was no device malfunction that was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7170529. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 38032591. Model/catalog description: clik anchor. Unique identifier (UDI)#: (B)(4).